Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the proximal obtuse marginal artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. The inflation device remained on neutral pressure during delivery of the device. It was reported that the stent dislodgement occurred during delivery to/at lesion it was described that the onyx stent was being navigated through proximal existing non-medtronic stent and due to severe tortuosity and several attempts (with force) the stent dislodged from delivery system (inside of pre-existing non-medtronic stent). A non-medtronic balloon was then tracked distal to the dislodged stent, inflated at 14 atm for 90 seconds. The balloon, while still inflated, and wire were pulled back in attempts to retrieve the dislodged stent back into the guide catheter and out of the body. It was reported that the attempt was unsuccessful, and the onyx remained within the pre-existing non-medtronic stent. Several attempts with different wires and micro catheters were made to recross the area with the dislodged stent. All unsuccessful. Patient was stable, and vessel was open. It was informed that the physician aborted procedure and the dislodged stent remains in place within the non-medtronic stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.